Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: transforaminal lumbar interbody fusion pre-operative diagnosis: lumbar spinal canal stenosis level: l4-s it was reported that intra-op, breakage of the shaft was confirmed outside the patient's body. The product came in contact with the patient. No product fragments remained in patient. No symptoms or complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection of the threaded inserter did not reveal any non-conformances. Functionally tested the threaded inserter with a sample 2990001 inserter with no issues. No fault found. Inserter is capable of performing its intended function. If information is provided in the future, a supplemental report will be issued.